Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2009-03211. It was reported the during a percutaneous balloon angioplasty, a balloon rupture occurred. The lesion was located in a superior femoral artery. The 4.0 x 20mm sterling balloon ruptured at 12 atms. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is satisfactory. Additional information was requested but is not available.